Manufacturer narrative:
Lot 13952958a: (B)(4). Concomitant medical products: the patient's medications include; aspirin, doxycycline, lisinopril and oxybutynin. (B)(4). Engineering evaluation - the iliac branch endoprosthesis was returned to gore for evaluation. The findings of the evaluation are consistent with the reported observations. Visual inspection of the device showed that the leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen, and no material from the leading olive was seen at the leading olive bond site of the delivery catheter. The inner lumen of the leading olive was smooth and had no material from the polyimide guidewire bonded to it. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen or inside the leading olive. The root cause for the leading olive separation was determined to be a lack of bonding between the leading olive and the delivery catheter. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter.

Event description:
On (B)(6) 2017, the patient underwent treatment of a left common iliac and left internal iliac artery aneurysms. A gore® excluder® iliac branch endoprosthesis was advanced into position and deployed without issue. Intra-operative fluoroscopy showed the leading olive had completely separated from the delivery catheter and remained on the guidewire at the level of the infrarenal aorta. It was reported the iliac branch component was not advanced outside of the sheath, and there was no noted resistance advancing or withdrawing the device. Further, it was reported there was nothing about the patient¿s anatomy that caused or contributed to the leading olive separation. The cause of the leading olive separation is believed to be a lack of bonding during manufacturing. A snare catheter was used and the leading olive was brought within the sheath and removed from the patient. The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysms, and the patient tolerated the procedure.